Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient programmer (pp) and implant were "malfunctioning". The patient reported that she had surgery on her back 6 weeks prior. She turned the stimulation off the night prior and the surgery pain improved. She also stated a picture came on the pp that she had not seen before. She described the warning message to change the pp batteries. It was recommended that she change batteries in the pp. No further complications were reported or are anticipated.